Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she took her medication according to her high blood glucose (bg) level reading she received with her dario meter. Following that, she reported that her bg levels got too low. The user reported she doesn't remember exact numbers. She said she has two other bg meters, and while comparing them to the dario meter, she receives the following approximate results: first bg meter read a bg level of 110 mg/dl, the second bg meter read a bg level of 120 mg/dl, and the dario meter read a bg level of 160 mg/dl. Multiple attempts to follow up with the customer were made, however, no response has been received to date. No resolution is available.

Event description:
On (B)(6)2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she took her medication according to her high blood glucose (bg) level reading she received with her dario meter. Following that, she reported that her bg levels got too low. The user reported she doesn't remember exact numbers. She said she has two other bg meters, and while comparing them to the dario meter, she receives the following approximate results: first bg meter read a bg level of 110 mg/dl, the second bg meter read a bg level of 120 mg/dl, and the dario meter read a bg level of 160 mg/dl. Multiple attempts to follow up with the customer were made, however, no response has been received to date. No resolution is available. Addition for the follow-up report: the user reported she was using expired strips, since the test strips cartridge was open for longer than 30 days. According to dario's labeling 'use within one month from first opening the cartridge foil". Dario's representative went over the troubleshooting steps with the user, in order to test her bg levels with a new cartridge of strips. The user had to reinstall the app and login again after a password reset, however, she wasn't able to access her email address, and asked to be contacted the next day. Multiple attempts to follow up with the customer were made, however, no response has been received to date. No resolution is available.